Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers did not dispense clips; clip applier dispensed clip with crossed tips; clip applier dispensed clips freely in between properly for, for the clip application. After clips used, the surgeon had to manually find other clips left in the patient. The operative time was increased by more than five minutes while looking for ejected clips in the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.